Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during a cataract surgery utilizing an ophthalmic system, phacoemulsification handpiece and phacoemulsification tip the male patients experienced corneal burn, severe decrease in visual acuity (va), and corneal edema with endothelial folds in right eye. The patients had preexisting conditions including optimal endothelial count and medium to low hardness of cataracts. The surgeon suspects that the corneal edema may be related to excessive parameters (90% torsional phaco) and the use of an incorrect balanced needle for medium-low hardness cataracts, potentially resulting in collapses. Additional treatment, including corticosteroids and anti-edema eye drops, was administered. All patients are currently in the post-operative recovery period. This complaint is pertaining the first of four reports received from the initial reporter.

Manufacturer narrative:
The product under investigation is not a serviceable device. Therefore, a service record review was not performed. There was no product returned. Based on the information obtained, the root cause of the reported event is inconclusive. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. Based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4). Reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Following the submission of the initial and follow-up report, it was discovered that the additional FDA code of e0826 needs to be added in the complaint record. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Additional information provided in section b.5. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
Additional information was received indicating that the patient was recovered in a short period of time and no other episode has occurred.